Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer also stated that the insulin pump was alarming no delivery. Advised the customer to change the infusion set, but the customer refused any advice and hung up. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.